Event description:
It was reported that pump experienced malfunction alarm with code that caller had not seen before, and no events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump using reset instructions, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again, which caller acknowledged and understood.